Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Class ii product manufacture date is pre-UDI requirement. To date, no devices or photos were received; therefore, the condition of the product is unknown. Without a device, both visual and dimensional evaluations could not be performed. Review of the device history records for the polyethylene insert did not identify any deviations or anomalies. The device is used for treatment. A complaint search identified no additional complaints for the part/lot combination of the polyethylene insert. Compatibility of the implanted devices was assessed with no issues notes. Operative notes were received for the revision surgery that occurred over a year prior to the reported event. Review of these operative notes confirmed that the patient was revised due to periprosthetic fracture of the left femur, and that segmental components were implanted. These notes indicated that the patella tracked very well. No operative notes were received for the revision related to this complaint. It was noted in the per that the patient sustained a fall, however it is unknown whether the fall contributed to the hyperextension. A field action was conducted in december 2013 in which zimmer provided additional clarifications relating to the instructions for use of the zimmer segmental system and patient conditions that may place excessive loading on the polyethylene insert. Surgical technique and ifus were also updated by zimmer following the field notice. The device in question was implanted prior to this field action. The field action contains the related lot number. This issue has been investigated and addressed by corrective actions. The corrective actions investigation found that the likely root cause was the amount of hyperextension allowed under worst case loading conditions was not recognized as a design input and damage to the poly insert during verification testing was not recognized as a risk since it was outside of the acceptance criteria.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00585001301, segmental distal femoral component, lot #63112808. Catalog #00585001395, segmental knee poly insert, lot #63112114 . Catalog #00588000400, nexgen rotating hinge knee tibial component, lot #63088816 . Catalog #00585205213, segmental fluted stem extension, lot #11011006. Catalog #00585204035, segmental trabecular metal smooth collar, lot #63092605 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing approximately 30 degrees of hyperextension after three months post-operative from a zimmer segmental system.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to about a 30 degrees of hyperextension approximately one year post-op from a zimmer segmental system, pain, and a fall.

Manufacturer narrative:
No devices were returned for review. The device history records were reviewed and identified no deviations or anomalies.these devices are used for treatment.complaint history search based on the product and lot combination revealed zero additional complaints. Review of the operative notes confirmed that the patient was revised due to perioprosthetic fracture of the left femur. Segmental components were implanted. It was noted that patella tracked very well. The components were cemented. Implants were checked and verified to be compatible with each other. Per the zimmer segmental system package insert, poor range of motion is a known risk of this procedure. It was noted in the product experience report that the patient sustained a fall. It is unknown whether the fall was the leading contributor to the hyperextension. Based on the provided information, the root cause cannot be determined.